Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dielectric strength is inadequate. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction (harp edges at the tip) was traced to component failure, the most probable cause of the malfunction (dielectric strength is inadequate) was traced to outer tube is damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the rigid video scope exhibited sharp edges at distal end. The issue was identified at the time of reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.